Event description:
Independent repair center: alarming or red light. Key failure is the pilot valve leaking. Additional malfunctions are the filter for the sound box is dirty and the o-ring for the manifold and tie strap for the sieve beds are defective.